Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm, the customer's blood glucose (bg) level was not affected. The customer performed troubleshooting on their own and found a clear thick jell-o like substance coming form the cartridge pig tail. Customer replaced all equipment.